Manufacturer narrative:
Correction: section h9- the reporting number should have been 1627487-05/17/24-001-c instead of 1627487-06/07/24-001-c.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery on (B)(6) 2024 was required to restore therapy.

Manufacturer narrative:
The reported event of eri notification never displayed was not confirmed. A review of the ipg logs showed that the first elective replacement indication (eri) was declared on (B)(6) 2024 (utc). A review of the patient¿s patient controller session logs confirmed that the alert message "replace generator soon" was first displayed and then dismissed while in a session on (B)(6) 2024 (utc). The "replace generator soon" message was displayed and then dismissed while in a session on multiple dates prior to ipg eol. The ipg battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The ipg had normal battery depletion and reached its normal end of life (eol).